Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was formatted and the software was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the sys would not save images, the workstation would not boot up and the software was corrupted. This resulted in a loss of imaging functionality. A fluoroscopic image. This rendered the sys unusable. There is no report of death or serious injury associated with the complaint.